Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts are compressed and the battery drawer is contaminated. The upper case, lower case, ring cover, two side bail covers are broken. Lead flex cover and keyboard pad are contaminated. One case screw, two side bails, and the ring are missing. (B)(4).